Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under general anesthesia. On (B)(6) 2021 the patient started to feel significant pain with bowel movements in the rectum. On (B)(6) 2021 the patient symptoms worsened and was started on antibiotics. Additionally the patient had pain and fecal urgency. On (B)(6) 2021, the physician found ecchymosis in the perineum, and on digital rectal exam felt a very firm linear ridge on the side of the prostate. The patient has developed significant tenesmus. On october 6, 2021, additional information was received stating that the patient still feels discomfort in his rectum and stool caliber was getting smaller. Magnetic resonance imaging (MRI) showed some rectal wall invasion. The patient's discomfort has persisted. The patient has been advised to wait for the gel to dissolve before going through with radiation treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e 9205 captures the reportable event of pain evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on september 20, 2021. The procedure was done under general anesthesia. On (B)(6) 2021 the patient started to feel significant pain with bowel movements in the rectum. On (B)(6) 2021 the patient symptoms worsened and was started on antibiotics. Additionally the patient had pain and fecal urgency. On (B)(6) 2021, the physician found ecchymosis in the perineum, and on digital rectal exam felt a very firm linear ridge on the side of the prostate. The patient has developed significant tenesmus. On october 6, 2021, additional information was received stating that the patient still feels discomfort in his rectum and stool caliber was getting smaller. Magnetic resonance imaging (MRI) showed some rectal wall invasion. The patient's discomfort has persisted. The patient has been advised to wait for the gel to dissolve before going through with radiation treatment. As of november 19, 2021, additional information was received stating that the patient was advised to wait for 6 months and the prostate-specific antigen (psa) dropped from 3.4 to 2.6. The patient condition was reported to be ok overall.